Event description:
It was reported the intake connector (atrium) is broken. The epg (external pulse generator) was returned for service. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the atrial patient connector did not lock in the socket; piece of patient connector was found stuck in the socket locking gap. Analysis also found the lower case was broken and both bail covers were cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the intake connector (atrium) is broken and doesn't work. It was also reported there were problems with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.